Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153161.

Event description:
Voluntary medwatch received states that the right atrial lead was part of a system revision due to erosion and infection. The lead was capped.